Manufacturer narrative:
(B)(4). Per DHR the product auto end05 ml lot # 73l1600563 was manufactured on 11/28/2016 a total of 288 pieces. Lot was released on (B)(6) 2016. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. The rotation tab is bent. The sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip was fired on the first attempt, but a piece of a clip fell out of the device. One of the clips broke off near the bosses on the hook end. Another attempt was made and, once again, no clip was fired. On the third attempt, the trigger got stuck. The device was other remarks: disassembled to inspect the internal components. Upon disassembly, it was found that the first clip in the channel was broken. The piece that fell out of the device belonged to the broken clip. The remaining clips had a logjam which resulted in the broken clip and no clips being able to be fired from the device. No further damages were observed. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. The clip was broken as a result of an assembly error. (B)(4) has already been opened as a result of this issue. Corrective actions have been put in place to help prevent assembly errors from recurring. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Non-conformance has already been intitiated to further investigate this complaint issue. Corrective actions have been put in place to help prevent the assembly error from recurring. The reported complaint of "clip misfire" was confirmed based upon the sample received. One device was received. The device was received with a broken clip in the channel as a result of a logjam of clips caused by an assembly error. No clips were able to fire from the device due to this. The root cause of this complaint issue is manufacturing related (assembly error). Non-conformance 60039767 was previously opened to investigate this complaint issue and corrective actions have been implemented to help prevent assembly errors from recurring. (B)(4).

Event description:
It was reported that the clip got stuck and was not fired from the applier properly. Therefore, another auto endo applier was used. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip got stuck and was not fired from the applier properly. Therefore, another auto endo applier was used. There was no reported patient injury.